Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance, measuring 180 ohms. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance, measuring 180 ohms. This rv lead was surgically abandoned. No additional adverse patient effects were reported. According to the additional information, the suspected cause of the high defibrillation threshold was attributed to low voltage impedance, initially measured at 180 ohms. After scar tissue was removed from the pocket and a new device was implanted, impedance decreased to 130 ohms. Tissue accumulation on the coils contributed to the elevated impedance. The case involved the mentioned advisory. The high defibrillation thresholds were not associated with the position of the system.